Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00530. Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced. During the removal of the lead at l5 the lead at s1 was damaged so the physician decided to explant and replace both the leads. Effective coverage restored post op.

Event description:
It was reported that 3 out of 4 contacts on the l5 drg lead showed high impedance. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.